Event description:
It was reported via a poster presentation at the 113th annual meeting of the japanese urological association that a 75-year-old patient underwent water vapor thermal therapy, during which three injections were administered to each lateral lobe. Two days after the procedure, the patient experienced bloody stools. Ischemic proctitis was confirmed. It was noted that the patient's symptoms improved after fasting. The patient had antiplatelet therapy, contributing to the microcirculatory dysfunction. No device malfunction or performance issue was reported.